Manufacturer narrative:
Siemens requested for more information and data files from the customer. However, customer provided insufficient information & the cause of the hematocrit (hct) and hemoglobin (hgb) discrepancy could not be determined from the information provided by the customer. Epoc calculated hgb is derived from the hematocrit (hct) reading on the epoc device. As per section 12.16.6 of the epoc system manual; hemoglobin concentration is calculated from the measured hematocrit according to the relation: chgb (g/dl) = hct (decimal fraction) x 34. Given this relation, the investigation focused solely on hct performance of the card lot 04-23018-60. The in-house performance of hct for the card lot in question, 04-23018-60, did not identify any product deficiencies. Card lot 04-23018-60 was tested with blood and with aqueous control fluids at the time of product release. Card lot 04-23018-60 met product specifications at the time of release. There is no evidence that the system or reagent cards are not performing as intended. The cause of the event is unknown.

Event description:
The customer is alleging receiving discrepant high chgb and hct on a patient from siemens epoc device as compared to non-siemens instrument. There was no report of injury due to this event.